Manufacturer narrative:
(B)(4).

Event description:
It was reported the pt fell "several" times and broke her neck. The ins was replaced due to the falls. Also, the interstim icon dvd did not work. Additional info has been requested, a follow-up report will be sent if additional info becomes available.